Event description:
It was reported that during an unknown procedure, the trigger failed. They tried twice but it did not work. No other details of the event were provided. No patient impact reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the procedure? Lap sigmoid. Which trigger of the device had the issue? (Closing or firing trigger) firing. How did the trigger fail? (Please explain) started and then fired, then wouldn't finish, and had to unlock. Did the device began to cut and staple and could not complete? Yes. On what tissue type was the device used? At what location on the tissue? Sigmoid color. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Third. During which stroke did the event occur? Unknown. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? One white 1 blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. Event could not be confirmed as no cartridge was received for analysis and the device worked as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.